Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new info is obtained, a follow up report will be submitted.

Event description:
It was reported that drager pods were installed 2 weeks ago in the operating room. Since the installation, there have been numerous sp02 dropouts with loss of waveform and numerics. Anesthesia has tried unplugging pod and or patient cable with no results. They need to reboot the monitor for the sp02 to come back. No consequences or impact to pt.